Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device no discrepancies were found in the returned sample, the sample was inflated and deflated without any issue, the sample was inflated per 24 hours without any problem. The customer reported condition was not confirmed. No fault found the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that no anomaly was observed at the pre-use check of a smiths medical portex tube blue line ultra tracheostomy tube, however, during the its use, the customer noticed air pressure of the cuff was lowered sooner than usual. The user suspected that the cuff was damaged and they stopped using the product. There was no patient injury.